Event description:
The customer reported via phone call that she was unable to upload the insulin pump information. The alarm history showed and unexpected restart, an external ram error and eight displayable history check failed on startup alarms. The customer stated that a temporary basal was not programmed before the alarms. The alarms did not occur during normal use. The insulin pump was stored without a battery for approximately 3 weeks when she was sick. Blood glucose value was 223 mg/dl. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement test and reset error test with no error alarms noted during testing. The insulin pump was monitored and functioned properly. However, alarms were noted in the history due to a corrupted history file. No data could be transferred from the insulin pump due to the corrupted history file. No cosmetic damage was noted.